Event description:
The pt reported that a granuloma was diagnosed and they had to have surgery to move the catheter. The granuloma was not removed. The pt also reported that the hcp lowered the medication dosage and added another medication. The pt reported that shortly after surgery she experienced drowsiness while driving, but hcp believes it was related to other post-surgical medications not the medication in the pump. The hcp is periodically monitoring the status of the granuloma. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.